Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, patient received pump not prime alert, changed cartridge, and during the load step the pump dispensed all of the insulin. Patient was disconnected at the time of the incident. Patient denied that there was trauma to the pump. Patient was advised to discontinue using the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.